Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the distal end of the obturator had gouges in it. The trocar was not received. Pmv performed functional testing: the obturator blade was actuated and fired through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouges on the distal end of the obturator may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy procedure the obturator/trocar broke. Also, the physician was using an atraumatic instrument to grasp the tip of the trocar to assist with insertion. During this stage, three small fragments of tip fell into abdomen that were subsequently retrieved using suction-irrigation device. To complete the procedure, a second trocar was inserted. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.